Manufacturer narrative:
Film evaluation summary: the exact cause of the migration leading to the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up films were not available for comparison. The films confirmed that the bifurcate was ~2 cm below the renal arteries and was not opposed to the proximal neck. The neck flared out from 25 ¿ 33 mm in diameter just below the renals, and was also noted to be severely angulated ~60°. It is possible that the events were caused by disease progression; neck dilatation and angulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 56 x 49 mm in diameter abdominal aortic aneurysm. It was reported that on a follow up CT scan the bifurcate had migrated below the renal arteries causing a small type ia endoleak. No clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.